Manufacturer narrative:
The customer reported that the device cycled power while in use. No negative patient outcome was reported. The factor has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device cycled power while in use. No negative patient outcome was reported.